Event description:
Device 2 of 2. Reference: manufacturer report 1627487-2010-02191. The patient received her scs system on an unknown date. It was reported that the patient had developed (B)(6) and a (B)(6), requiring frequent MRI tests. As a result, the entire scs system was explanted and not replaced on (B)(6) 2008. The source of the infection was not identified in the report to the manufacturer. The ipg and surgical lead were returned to the manufacturer for analysis. The lot number was not provided for the explanted lead; subsequently, a manufacture and expiration date cannot be provided. No additional information is available.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.